Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling of the device with an unknown cytotoxic drug solution (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13m060 was manufactured between november 14, 2013 - november 15, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.